Manufacturer narrative:
(B)(4). Retainer ring = black. Pump passed displacement test. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, partially broken/chipped retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked battery tube threads, scratched case, peeling keypad overlay, missing display window cover, partially broken/chipped retainer and cracked belt clip rail case corner.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the bottom of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.